Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The user facility had discarded the small black ring following the completion of the procedure. The investigation noted non-olympus glue and repairs around the light guide lens and bending section cover glue. The light guide lens glue was noted to be missing from the device. There was a crack in the distal end cover, extensive chipping on one of the light guide lenses, and the colonoscope was found leaking at the insertion tube. The device failed electrical leakage testing, and the upward angulation exceeded specification. The cause of the user's experience was determined to be due to physical damage. However, third party repairs and materials cannot be ruled out as contributing factors to the reported event. An olympus endoscope support specialist has been dispatched to the facility to provide in-service training to the facility staff on how to properly reprocess, handle, and inspect the device prior to usage. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, a small black ring, with a diameter of approximately 3mm, fell inside of the pt's sigmoid as the device was being withdrawn from the pt to end the procedure. The users utilized a biopsy forceps to remove the ring from the pt. The procedure was reportedly completed with the same device and there was no pt injury or complications.